Event description:
Customer cut self while activating direct check quality control material with protective sleeve required to activate quality controls. No report of adverse, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. MFR method: no product returned from user facility. MFR results: customer complaint could not be confirmed.